Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that to all patients were not crossing. A technical support specialist (tss) identified the issue with the customer, that the issue was in interface engine cloverleaf, not carefusion coordination engine (cce). Then, tss confirmed with the customer that the issue was resolved and all the stations were not in critical override. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.